Event description:
Same case as MFR: 2134265-2013-00136 & 2134265-2013-00161. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced, unstable angina. In (B)(6) 2010, the patient presented with unstable angina. The first target lesion was 99% stenosed and 50mm in length located in the proximal right coronary artery (rca) extending to the mid rca with a reference diameter of 3.50mm. This was treated with pre-dilation and placement of a 4.00 x 20 mm (proximal) and a 3.50 x 38 mm (distal) taxus liberte stents. Following post-dilation, the residual stenosis was 0%. The second lesion was 75% stenosed and 20mm in length located in the right posterior descending artery (pda) with a reference diameter of 3.00mm. This was treated with pre-dilation and placement of a 2.75 x 16 mm taxus liberte stent. Following post-dilation the residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient experienced non-exertional cardiac chest pain in (B)(6) 2011, the patient experienced non-cardiac chest pain. In (B)(6) 2012, the patient was diagnosed with unstable angina. The patient underwent outpatient catheterization with no intervention.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).